Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not communicating. The customer stated that the user managed to get the medicines from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers had failed and there were no lights on the back of those drawers. A field service engineer reseated the cables and replaced the drawer interface board. The lights were restored, and the drawers were reconfigured and recovered. The system functioned as intended after the field service engineer repaired the device.